Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. The additional event referenced in this complaint is captured in medwatch 3011649314-2025-01357. Manufacturer reference #: (B)(4).

Event description:
It was reported on 07/02/2026 that the office of dr. (B)(6) reported that the patient broke the anchor again. The patient has a metal allergy. The office changed to an ema appliance and will also make an upper astron. Additional information received reported that the 46-year-old, female patient woke up and noticed one of the anchors was broken. The exact date of the event is unknown but was estimated to be about two months ago. The patient did not suffer any injury or adverse outcome and no medical intervention was required. The patient stopped using the device when it broke. It was also reported that this is the first time the reported device broke. The previous break was for a device reported last year.